Event description:
A device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for investigation. During evaluation, evidence of foam particles inside the assembly was present. The device was also noted to have an insect infestation and corrosion on metallic surfaces. Error code 53 (err_comp_log_sem_timeout / failed component pca) was found in the device log history. The device was scrapped per customer request.